Event description:
During an animal case, leakage was observed at the distal part of the balloon of a 2.5 x 18mm cypher select plus stent, unable to maintain pressure.

Manufacturer narrative:
The product is expected to be returned for add'l testing. Add'l info will be submitted upon 30 days of receipt.